Event description:
Pt. On avea ventilator for two days when machine started to alarm invalid gas ID. Ventilator was pulled out of service and patient placed on a different ventilator at the same settings. Patient experienced no adverse effects. Upon troubleshooting ventilator, as per manual, we found that the correct connnectors were in use and the lines were tight.====================== manufacturer response for ventilator, viasys (per site reporter)======================item was taken to biomed and service call was made to the manufacturer.